Event description:
Revision of the tibial implants is planned for patient with a bicompartmental knee implant. Reason for revision is unknown.

Manufacturer narrative:
Revision of the tibial implants is planned for patient with a bicompartmental knee implant. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.